Event description:
It was reported that prior to a biopsy procedure, the coaxial was allegedly found to be broken. It was further reported that the transparent adapter allegedly detached from stylet. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the coaxial was allegedly found to be broken. It was further reported that the transparent adapter allegedly detached from stylet. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one mission kit coaxial and the needle was noted to be detached from the plastic hub of the cannula. Based on the photo review the reported event can be confirmed. Therefore, the investigation is confirmed for the reported detachment of device or device component as the needle was noted to be detached from the cannula hub. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.